Event description:
It was reported that the patient presented for in-clinic follow up with a complaint of chest pain. A device interrogation revealed over-sensed noise, decreased r wave amplitude, high capture threshold, increased pacing and defibrillation impedances. Cardiac perforation was suspected, and the patient was scheduled for lead revision. During the procedure a small effusion was observed. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were lead perforation, unacceptable threshold, r-wave amp variation, high defib impedance, high pacing impedance and lead noise. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray examination found the inner coil was over torqued at the connector region consistent with procedural damage. After cutting the lead, cleaning the distal portion, and applying torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The tip stiffness test was performed, and the results were within specification. The reported events of unacceptable threshold, r-wave amp variation, high defib impedance, high pacing impedance and lead noise were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.